Manufacturer narrative:
(B)(4). The actual suture and needle piece were returned for evaluation. The suture was inspected under magnification and the suture had the barrel of the needle attached to it. This indicates that the needle was cut with the needle holder and consequently, the needle was separated from the suture.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The needle pulled off of the suture after opening the package. Another like device was used with no adverse patient consequence reported.